Manufacturer narrative:
Investigation summary: qc was performed before and after the event. The instrument is currently performing within qc specifications with respect to accuracy and precision. The erroneous results occurred during primary mode of operation. A field service engineer (fse) was dispatched to the customer's lab. The fse replaced blood sampling valve (bsv) actuator and cleaned the bsv. The fse verified repair per established procedures; the results meet published performance specifications. As of 09/21/2006, there have been no additional reports of erroneous cbc results from this account. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneous wbc, rbc, hemoglobin (hgb), and platelet (plt) results generated by the coulter hmx hematology analyzer with autoloader. Patient a, b, and c samples were tested for wbc, rbc, hgb and plt and the erroneous results were obtained; the wbc/hgb results were low and rbc/plt results were high. The customer indicated that the original samples of patient a, b, and c were retested for wbc, rbc, hgb and plt and the repeated results were correct. The erroneous results were not repeated out of the lab. Based on available information, there was no affect to the patients as a result of this event.